Event description:
It was reported that customer experienced ongoing intermittent low blood glucose levels of 40-46 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.